Manufacturer narrative:
The insulin pump passed self-test and no unexpected alarms occurred however, displayable history crc check failed on startup alarm was found in the alarm history file due to corrupted history file. The insulin pump was unable to download to the carelink pro software due to such alarms. The insulin pump passed the excessive no delivery error test. No excessive no delivery alarm was noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.

Event description:
It was reported the customer had a signal too low alarm, unexpected restart alarm and repeated displayable history check failed on startup alarms. The customer stated a temp basal was not programmed prior to the alarms occurring. Customer's blood glucose was unknown. The customer's insulin pump will be replaced due to the repeated alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.